Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) application in use on "xiaomi 9 pro" phone with unspecified android version operating system. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced disorientation and was unable to self-treat, requiring third-party treatment of (B)(4) by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The user reported signal loss. Attempted to replicate the user¿s complaint. The user complaint was not able to be reproduced and successfully start a libre 2 sensor, receive glucose readings and alarm notifications in the application on a samsung galaxy a52 (android 13; 2.8.4.9335). Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) application in use on "xiaomi 9 pro" phone with unspecified android version operating system. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced disorientation and was unable to self-treat, requiring third-party treatment of coca-cola by a non-healthcare professional. There was no report of death or permanent injury associated with this event.